Event description:
The patient was undergoing a laparoscopic cholecystectomy. A 5mm endoscopic multiple clip applier was utilized but the tip did not close properly. A second clip applier was opened and again the tip did not close properly. A third clip applier was utilized without problems. No harm was noted to the patient.